Manufacturer narrative:
In the absence of many elements on the circumstances of the rupture of this instrument, the rupture of the triangle of training can be due to two phenomena that can be conjugated: the fracture occurred in torsion during the cut, due to a large torque generated by the engine which transmitted stresses higher than the elastic limit of the x15tn. The rupture was caused by a bending stress exerted through the motor on the bit while the latter was partially engaged in the pin guide. Corrective actions : to remedy these successive and similar breaks, we have made the following changes: increase the thickness of the training triangle from 3.8 to 4.1mm. Material change: replacement of the x15tn, material with high hardness (57 hrc) and very good abrasion resistance, by aisi 455 (material used for the ligafix screwdriver) which has a high mechanical resistance to the torque of twist and is recommended for small section tools.

Event description:
(B)(4). 2 drills broken during interventions. No information on the circumstances of these breakages at the time of registration of the claim.